Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged belt receptacle) was confirmed. Upon investigation the monitor displayed service code 204, indicating a communication issue between the belt and the monitor. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wire #2 within the connector. The cause for the service code 204 is the damaged monitor belt connector. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was damaged at the belt receptacle.